Manufacturer narrative:
The glidescope avl video monitor as well as a glidescope cobalt avl blade 3 and a glidescope cobalt avl blade 5 were returned to verathon for evaluation. The technical service representative could not duplicate the reported white image, while testing the video monitor. The image produced by the returned video monitor was stable and clear with good color rendition. The video monitor was returned to the customer. Upon evaluation of the returned glidescope cobalt avl blade 3, the device was found to be fully functioning with no noted damage or malfunctions. The image produced by the blade during testing was stable and clear with good color rendition. The blade was returned to the customer. Upon evaluation of the returned glidescope cobalt avl blade 5, an unreported foggy image was observed. An inspection of the blade revealed scratches and damage on the camera lens, which contributed to the foggy image. Scratches on the lens / foggy image cannot cause or contribute to the reported white image. Upon review of the device history for the blade, serial number (B)(4), it was determined that the blade was manufactured on 07/06/2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual. As there are no repairs available, the blade was returned to the customer as-is, with a letter stating the blade should be discarded / replaced. Corrective action is not required at this time. Verathon will continue to monitor for trends

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the video monitor would intermittently display a white screen instead of an image. Reportedly the white image was produced regardless of which blade was used with the video monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.